Event description:
The patient with acute stroke was delivered to the emergency room. When he was tested at 4:04 pm on (B)(6) 2011, his blood glucose was 111 mg/dl on the hospital's pcx meter that was higher when compared to a lab result of 30 mg/dl. The customer reportedly experienced loss of consciousness, was transported to the ER via paramedics who initiated a glucose intravenous infusion on the scene. The customer was diagnosed with hypoglycemia and continued on glucose IV. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. The standard deviation was within specification and no errors were observed during control solution testing. Retained test strip samples from the same lot reported by the customer (B)(4) were tested and all results were within the range specification and no errors were observed. The data upload concluded that the device performed according to specification. This is the final report.